Event description:
It was reported by service report that the handle release assembly did not lock in to position when the handle was released. There was pt involvement; however, no adverse consequences are reported.